Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder and cuff repair, when introducing the awl tapered 3.8mm anchor punctor and impacting to make the initial anchor, the head to the anchor broke. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the proximal end fractured in several places. The device shows heavy wear from use and has an unusual, foul odor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a photo of the device was provided for review, however it does not indicate a root cause for the reported events. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Smith and nephew anchors are implantable, biocompatibility is not an issue. If the fragments from the anchor were retained local irritation/discomfort, and/or migration should not be ruled out. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a photo of the device was provided for review, however it does not indicate a root cause for the reported events. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.